Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection the returned liner has circular indentations on the outside radius. The locking ring was returned still installed in the shell with the chamfer in the correct position and the locking ring was bent and twisted. The locking ring was measured for the height and width and was found in conformance with the print. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877502801 ¿ biolox head ¿ 3043648. Report source: (B)(6). This device is not cleared but is same or similar to k051569 product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner would not fit into the metal cup. A new liner was used to complete the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.